Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing diaphragmatic stimulation. Upon review, the pulse generator exhibited backup operation due to event queue overflow. A device download was performed and the patient's symptoms were resolved.